Manufacturer narrative:
The balloon of 6mm x 40 mm powerflex extreme percutaneous transluminal angioplasty (pta) balloon catheter was inflated to ten atmosphere (atm); however, it did not maintain its pressure during inflation and ruptured intrastent. There was no reported patient injury. The intended procedure was an angioplasty of basilic vein. An angioplasty of a previously implanted stent was being performed. The target lesion was at the focal concentric stenosis in the basilic vein. There was no calcification on the lesion and no tortuosity noted in the vessel. An 80% stenosis was noted, and the device was not used for chronic total occlusion (cto). The balloon catheter was removed intact and the procedure was completed with a non-cordis device. The device was stored and prepped per for instruction for used (IFU). There was no difficulty removing the product from the hoop, the protective balloon cover, the stylet or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product into the patient. Non- cordis contrast media was used with 50:50 ratio to saline. There was no resistance/friction experienced while inserting the balloon through the hemostatic valve or through the guiding catheter. The non-cordis brand of indeflator was used successfully with other devices. The plunger was depressing without any issues when trying to inflate the balloon. There were no kinks noted on the balloon catheter while being used and it can be easily removed. The product was removed intact in one piece from the patient. The other additional procedural details /patient¿s information were requested but were unknown. The product was not returned for analysis as it was discarded. A product history record (phr) review of lot 82177776 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst - at/below rbp¿ could not be confirmed as the device was not returned for analysis. The exact cause of the reported event could not be determined. The vessel containing an implanted stent may have contributed to the reported event. Damage to balloon material may occur when attempting to cross a lesion with a stent already implanted. The stent struts may easily damage balloon material if caution is not met when attempting to cross. It is likely this was a contributing factor to the event reported along with the focal concentric stenosis of the vessel. However, without the return of the device for analysis it is difficult to draw a clinical conclusion between the device and reported event. According to the safety information in the instructions for use ¿balloon pressure should not exceed the rated burst pressure. The rated burst pressure is based on the results of in-vitro testing. At least 99.9% of the balloons (with a 95% confidence), will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over pressurization. Use only the recommended balloon inflation medium. Never use air or any gaseous medium to inflate the balloon. Prior to angioplasty, the catheter should be examined to verify functionality and ensure that its size and shape are suitable for the specific procedure for which it is to be used.¿ neither the phr nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive action will be taken at this time.

Manufacturer narrative:
The product was not returned for analysis. Device history record (DHR) review was conducted and the product met quality requirements for product acceptance. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the balloon of 6mm x 40 mm powerflex extreme percutaneous transluminal angioplasty (pta) balloon catheter was inflated to 10 atmosphere (atm), however it did not maintain its pressure during inflation and ruptured intrastent. Therefore, the balloon catheter was removed intact and the procedure was completed with a non-cordis device. There was no reported patient injury. The intended procedure was an angioplasty of basilic vein. An angioplasty of a previously implanted stent was being performed. The target lesion was at the focal concentric stenosis in basilic vein. There was no calcification on the lesion and no tortuosity noted in the vessel. An 80% stenosis was noted, and the device was not used for chronic total occlusion (cto). The device was stored and prep per for instruction for used (IFU). There was no difficulty removing the product from the loop and from its protective balloon cover. There was no difficulty as well removing the stylet or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product into the patient. A non- cordis contrast media was used with 50:50 ratio to saline. There was no resistance/friction experienced while inserting the balloon through the hemostatic valve and through the guiding catheter. The non-cordis brand of indeflator was used successfully with other devices. The plunger was depressing without any issues when trying to inflate the balloon. There were no kinks noted on the balloon catheter while being used and it can be easily removed. The product was removed intact in one piece from the patient. A non-cordis was used to complete the procedure. The other additional procedural details /patient¿s information were requested but were unknown. The device will not be returned for evaluation as it was being discarded.